Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to clear an alert on the insulin pump. The customer did not know what the alert was because the alert was on silent. The esc button did not make the alert flash and the down arrow button was unresponsive. The insulin pump may have been exposed to the rain. The customer replaced the battery and the insulin pump restarted. However, the insulin pump did not allow him to get to the menu. The insulin pump only vibrated and when he pressed the act button it did not respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing.no moisture damage was found on the electronics, motor, battery tube and vibrator noted. No unexpected alert silence during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt cli slot, cracked battery tube threads and cracked reservoir tube lip.